Event description:
The reporter contacted lifescan on behalf of the patient alleging that her one touch basic enhanced meter was prompting the clean test area message. The medical affairs specialist spoke with patient's daughter. The patient had been unable to test intermittently for a few days. In the meantime she had been using the reported meter and her other meter. The patient's daughter mentioned that due to discrepancies between meters, she contacted her physician and was advised to give the patient extra medication. She did not experience any symptoms of high or low blood glucose levels as a result of taking extra medication. The patient obtained results such as 148 mg/dl on the reported meter, while her plasma calibrated meter read 183 mg/dl. The comparison of two meters is considered invalid. The patient tests twice daily and takes 1/2 tablet glipizide if her blood glucose level is >150 mg/dl and 1 tablet if >180 mg/dl. The patient's daughter reported that the patient had been cleaning her fingers, rather than the meter, with alcohol. She also confirmed that her finger was always dry prior to lancing. The ccr walked the reporter through cleaning the meter, retesting, and the meter prompted the clean test area message. The patient did not allege harm. There is no information to suggest that the patient experienced injury or medical intervention. Based on the information supplied by the patient's daughter, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.